Event description:
It was reported the helical blade could not be inserted through the troch nail. The surgeon removed the nail and saw a chard of metal where the helical nail was supposed to go thru. Another nail was not available,the surgeon used a hemostat to remove the piece of metal (easily removed). Helical blade then was easily inserted, surgery was prolonged approximately 30 minutes. No other issues were noted during surgery and patient outcome was reported to be good. This is 1 of 1 report for this (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.